Event description:
It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right ventricular (rv) lead exhibited low pacing impedance measurements. The lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
New information received noted that the right ventricular (rv) lead also exhibited high capture thresholds.

Manufacturer narrative:
The reported events of low pacing impedance and inadequate capture were confirmed. As received, a complete lead was returned. Visual inspection of the lead found the clavicle crush damage in the region distal to the suture sleeve. Electrical testing found internal shorts, also due to the clavicle crush damage as well as damaged insulations. Meanwhile, x-ray examination found over-torqued inner coil consistent with procedural damage. The cause of the reported events was isolated to the clavicle crush damage.